Event description:
A small piece of plastic was found inside the patient during a robotic laparoscopic procedure. The physician went back in to determine if any additional pieces could be found. No additional pieces were found. It was determined that the piece of plastic that was initially found was from the permanent cautery hook. It appears to be similiar to a washer that surrounded a pin at the end of the cautery. Manufacturer response for permanent cautery hook 8 mm, da vinci: please send it back to the factory so we can evaluate it.